Manufacturer narrative:
The device was returned and evaluated by the supplier. The supplier's evaluation included a review of quality records, which found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that there was no damage to the sensor, catheter material or connector. The device was returned in a drainage tube. The device passed all electronic, noise, and signal drift tests. Internal calibration and linearity/hysteresis tests were not possible due to the device being returned in a drainage tube. Based on their evaluation, the supplier was not able to confirm the reported issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient is male. During icp procedure the pressure value was suddenly high and low. The surgeon pressed jugular vein of and changed location of patient. Changed the sensor to complete. There was no adverse event or delay during procedure.